Event description:
Vapotherm high flow nasal cannula unit stopped flow and shutdown. Therapist immediately removed patient from unit and placed on another system. Work order placed on vapotherm unit for biomed engineering.